Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) provided assistance to customer through remote support services, during which the customer performed a recovery of the failed storage space. Following the recovery, the drawer resumed normal functionality. The field service engineer assisted the customer to resolve the issue.